Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sigma procedure, the needle and the thread broke. It was reported that the needle fell into the patient cavity and was retrieved with tweezers. Additional new suture from the same lot was used without issues. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one hundred fifteen representative samples of device. A tactile and microscopic inspection of the sutures was performed with no abnormalities. A needle attachment test was performed on the sealed samples, and the results met the specifications for this product. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sigma procedure, the needle and the thread broke. It was reported that the needle fell into the patient cavity and was retrieved with tweezers. It was also stated that in this same case, there were 2 more sutures from the same lot that had the same issue. Additional new sutures from the same lot was used without issues. There was no patient injury.